Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer experienced a cable failure while in use on a patient. It was reported that the customer's initial problem of "cable failure on patient" was observed while in clinical use. However, no adverse patient impact was reported by the customer.